Manufacturer narrative:
Analysis of the lead (s/n (B)(6)) found no anomaly. Analysis of the test cable (l/n 082n34523) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (lot: va2xqvgv15); product type: 0200-lead; date brand name sensight; product ID b31040 (lot: 082n34523); product type: 0215-screening device; brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reported the first lead with test cable didn't pass connectivity test. Rep said they twisted the test cable and ran energy, but the segments were out at 0.7 volts. Provider (hcp) then switched to the second lead in the left brain and all combination with 0 electrode was out. Rep ran energy through it and it was still out. Hcp then reinserted the first lead to the left brain and connectivity passed. Technical services called rep back to confirm what happened. Per rep, the first (left brain) lead test show all the segments were out. Rep said they twisted test cable, reinserted, loosened the screw and tested again, but the segments were still out. Rep replaced the test cable and got the same result. Hcp then used a second lead and all the 0 electrodes were out. Rep twisted the test cable, reinserted, and ran stimulation for a couple minutes and tested at 1.5 volts and all 0 electrodes were out at 20k ohms. Hcp then went back to the first test cable and with second lead and all the 0s were still out at 10k ohms at 0.7 volt test. Hcp then went back to the first lead and with the second test cable all electrodes were in range. Hcp then tested the second lead with saline and got good results (559 ohms for 0 <(>&<)> 3) the second lead was then placed in the right brain. Hcp went back to the first cable with the second lead and 0 electrodes were at 10k ohms. Rep then removed the 1 cable. Rep then ran stimulation for a couple minutes at 1.5 volts, impedance showed 20k ohms on all the segments. Second lead was removed. Rep had another colleague that came in with a new lead and with the second test cable. All impedances were good for the right side. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedances wasn¿t determined. The stage 2 implant was completed on july 1st with all electrode impedances for the left and right brain within normal limits, and the issue was resolved.

Manufacturer narrative:
Section d10 references: product ID b3300542m serial# (B)(6) product type lead product ID b31040 lot# 082n34523 serial# (B)(6). Product type screening device product ID neu_unknown_lead lot# unknown serial# unknown product type lead product ID neu_stylet_acc lot# serial# unknown product type accessory h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.